Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with juvéderm® voluma¿ with lidocaine in ck1 and ck2. 6 days later, patient presented with a "hard nodule, pain and redness in ck2. Patient provided amoxicillin 500mg/ 8 hours and prednisone 30mg/per day. Deflazacrt 30mg (60mg per day) and clindamycin 300mg/8 hours later prescribed. Symptoms ongoing.